Manufacturer narrative:
B1 adverse event - corrected - no adverse event b2 outcomes attributed to ae - corrected - no other serious (important medical events) b5 - executive summary - updated h1 type of reportable event - corrected - no serious injury h6 clinical signs code grid - updated h6 health impact code grid - updated h6 device code grid - updated d4 expiration date - added h4 manufacturing date ¿ added the manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during right internal carotid artery (ica) ophthalmic artery aneurysm case, when the subject flow diverter stent was deployed, physician found position and tail of the stent had slight dissection. To treat this, an additional stent was deployed as medical intervention. The procedure was completed successfully, and the patient is recovering. Update: based on additional information received from gfe response on (B)(6) 2024, it is clarified that the subject flow diverter stent had no relation with the arterial dissection. There is no other allegation against the subject stent.

Event description:
It was reported that during right internal carotid artery (ica) ophthalmic artery aneurysm case, when the subject flow diverter stent was deployed, physician found position and tail of the stent had slight dissection. To treat this, an additional stent was deployed as medical intervention. The procedure was completed successfully, and the patient is recovering.